Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called philips to report that their mp70 bedside monitors in the sicu, cicu, spcu and pacu are pausing alarms on their own. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. .